Manufacturer narrative:
Philips service replaced the pdu fantray, dcps, and pdu overvoltage protection board, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to power on due to pdu issue on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.